Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer did not recall how occlusion was resolved. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.